Event description:
On (B)(6) 2025 the user was hospitalized for hyperglycemia with a bg of 900 mg/dl after experiencing repeated alert 38 motor stall and ¿unable to proceed¿ errors following multiple supply changes. The user was unable to resume insulin delivery and presented with nausea, abdominal pain, and ketones. The user was treated with IV insulin and dextrose at the hospital and discharged the following day. The user has since resumed ilet therapy using a replacement device.